Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 542 mg/dl at time of incident and the low blood glucose value was 51 mg/dl. The customer stated that the insulin pump had another insulin flow blocked alarm. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. It was unknown if the insulin pump was on auto mode. The device will not be returned for analysis.